Manufacturer narrative:
(B)(4). The inferior shaft is cracked and bent on one side at the centerline of the jaw pivot pin, consistent with excessive rotational force. The location, direction, and amount of force required in order induce fracture of the shaft consistent with application of excessive rotational force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the instrument was broken during use. Although the instrument was used intraoperatively, no patient complications were reported.